Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27mg/dl which required their spouse to call emergency medical technicians who transported the customer to the emergency room. The customer was hospitalized and treated with intravenous saline to address the issue. Due to the low bg the customer experienced shaking and sustained a ¿slight injury to toes¿. The customer alleged that the pump delivered too much insulin via a bolus; however, the customer turned the pump off and declined to troubleshoot and the alleged root cause could not be confirmed. Customer was released on (B)(6) 2022 with no permanent damage. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.